Event description:
The complainant has reported that a male pt (age unk) diagnosed with esophageal cancer and lung disease, underwent a therapeutic procedure in 2006, to place an esophageal stent. Approx 3 months later, it was reported that the proximal end of the ultraflex esophageal stent had frayed. The clinician utilized a rat tooth forceps to "re-braid" the stent wire in to the stent mesh to resolve the issue and restore lumenal patency. The clinician has indicated that "cough and radiation therapy may have been contributing factors" to this issue. The pt has not required further intervention regarding this event. The pt is able to tolerate food and liquids without issue. The pt is reported to be doing "quite well".

Manufacturer narrative:
The complainant indicated that the device will not be retruned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Date filed: 03 novemebr 2006.